Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 48mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, more friction than normal was encountered upon inserting the device through the guide catheter. The device was removed and it was noted that one of the stent struts was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 48mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, more friction than normal was encountered upon inserting the device through the guide catheter. The device was removed and it was noted that one of the stent struts was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ous mr 3.50 x 48mm stent delivery system was returned for analysis. The stent was examined and damage was noted. Proximal strut segment was damaged with a strut lifted. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).